Event description:
It was reported that at a subcutaneous implantable defibrillator (s-ICD) replacement procedure due to normal battery depletion, the physician was unable to loosen the header screw after multiple attempts with multiple different screwdrivers. After one attempt, the physician noted the s-ICD header screw was distorted. Eventually, the electrode was able to be removed from the header and a replacement device was implanted to resolve the event. The patient was stable with no adverse effects. This s-ICD is expected to be returned for analysis, but has not yet been received.